Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. A chest x-ray revealed the lead had fractured. The patient was scheduled for a lead revision. No patient complications have been reported as a result of this event.